Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer went through 5 infusion sets in week. Infusion set tubing was kinked. Adhesive patch was bunched up and did not go into the body properly. The device will not be returned for analysis.